Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm. Unit received with minor scratched display window, cracked case at display window corner, battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer did not think that she was receiving any insulin for two days. The customer had been experiencing high blood glucose levels. The customer's blood glucose was 413 mg/dl. The customer expressed feeling very tired as a symptom of her high blood glucose levels. Troubleshooting was done. The customer failed the high pressure test twice. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.